Event description:
It was reported that during implant attempt, after positioning the lv (left ventricular) lead, the physician was unable to pull the competitor guidewire out of the lead. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen, there was guidewire coating on the distal conductor of the lead and it was obstructed, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.